Manufacturer narrative:
It was reported by the hospital contact that the complaint orbit galaxy (640cf3509/17211782) did not loop inside the artery and the delivery tube was not sheathed backed into the coil introducer. The complaint deltapaq (cdf100310-30/c19701) was unable to be detached. The complaint orbit galaxy was inserted first to start the embolization. Although the complaint galaxy was delivered into the parent artery, the embolic coil did not loop inside the artery. Therefore, the physician re-connected the coil introducer back to the y-connector and pulled back the zipper slowly to re-sheath the galaxy. However, despite the zipper being fully pulled back, the delivery tube was not sheathed backed into the coil introducer and was being exposed. Another galaxy of the same size (details unknown) was inserted instead to continue the procedure. After a deltapaq (same size as the complaint deltapaq) was successfully implanted, the complaint deltapaq was chosen next as the 8th coil to be inserted. Even though the pre-deployment electrical check was successful, the physician was unable to detach the deltapaq despite pressing the detach button for 18 times. It was safely withdrawn from the patient, and replaced with another deltapaq of the same size, which was successfully detached. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to or after the events. There was no unintended detachment of the embolic coils observed neither in the excelsior sl-10 stryker, 45 angled microcatheter (details unknown) nor in the vessel. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of the feeding artery of about 3mm diam. Originated from the lumber artery to treat the spinal avm. The patient was a male of unknown dob, whose vessels were moderately torturous but the level of calcification was unknown. A sheath introducer by terumo (model unknown), a chikai (asahi intecc, 0.014¿), an envoy (6fr, lot unknown), a dcs syringe ii (lot unknown), and enpower dcb / cable (lots unknown) were used for this procedure. The same detachment control box (details unknown) and connecting cable (details unknown) were used for the entire procedure. The low battery light and fault light were not seen during the case. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. The audible signal beeped. All connections appeared to fit properly without application of excessive force. The device positioning unit (dpu) passed electrical testing with resistance at 52.0 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated. The coil was found separated from the dpu upon advancement outside the sheath. The resistive heating coil section received heat. The coil is undamaged. The partially melted detachment fiber extends above the resistive heating coil¿s socket ring. No manufacturing defects were found. The most likely contributing factor to the coils non-detachment may have been due to the detachment fiber losing tension which may have caused a loss of fiber contact on the heating surface on one side. When the detachment fiber received heat the fiber that lost direct contact to the heating surface partially melted and adhered to the stretch resistance suture or to the coil¿s socket ring. In this condition the coil could not be released. The exact root cause of how and when the detachment fiber lost tension cannot be determined, however it is possible that the resistance that caused the core wire to protrude outside the sheath may have also contributed to the loss of tension to the detachment fiber. In addition, without the return of the complete detachment system and then sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event.the damages found during analysis on the device may have occurred during shipping, because it was noted that the device was not damaged after the event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.this is 1 of 2 reports associated with report 1226348-2015-00026.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: another galaxy of the same size (details unknown). 2 deltapaq same size as the complaint deltapaq (details unknown). Orbit galaxy (640cf3509/17211782). Sheath introducer by terumo (model unknown), a ((B)(4), 0.014¿), an (B)(4) (6fr, lot unknown), an excelsior sl-10 (stryker, 45 angled), a dcs syringe ii (lot unknown), and enpower dcb / cable (lots unknown) this is 1 of 2 reports associated with report 1226348-2015-00026.

Event description:
It was reported by the hospital contact that the complaint orbit galaxy (640cf3509/17211782) did not loop inside the artery and the delivery tube was not sheathed backed into the coil introducer. The complaint deltapaq (cdf100310-30/c19701) was unable to be detached. The complaint orbit galaxy was inserted first to start the embolization. Although the complaint galaxy was delivered into the parent artery, the embolic coil did not loop inside the artery. Therefore, the physician re-connected the coil introducer back to the y-connector and pulled back the zipper slowly to re-sheath the galaxy. However, despite the zipper being fully pulled back, the delivery tube was not sheathed backed into the coil introducer and was being exposed. Another galaxy of the same size (details unknown) was inserted instead to continue the procedure. After a deltapaq (same size as the complaint deltapaq) was successfully implanted, the complaint deltapaq was chosen next as the 8th coil to be inserted. Even though the pre-deployment electrical check was successful, the physician was unable to detach the deltapaq despite pressing the detach button for 18 times. It was safely withdrawn from the patient, and replaced with another deltapaq of the same size, which was successfully detached. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to or after the events. There was no unintended detachment of the embolic coils observed neither in the excelsior sl-10 stryker, 45 angled microcatheter (details unknown) nor in the vessel. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of the feeding artery of about 3mm diam. Originated from the lumber artery to treat the spinal avm. The patient was a male of unknown dob, whose vessels were moderately torturous but the level of calcification was unknown. A sheath introducer by terumo (model unknown), a ((B)(4), 0.014&#55916; an (B)(4) (6fr, lot unknown), a dcs syringe ii (lot unknown), and enpower dcb / cable (lots unknown) were used for this procedure. The same detachment control box (details unknown) and connecting cable (details unknown) were used for the entire procedure. The low battery light and fault light were not seen during the case. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. The audible signal beeped. All connections appeared to fit properly without application of excessive force.